Event description:
Pt underwent an interventional stenting procedure followed by deployment of a 6f angio-seal device to close the femoral artery. The pt was discharged the following day. Ten days post-procedure, the pt was readmitted to the hosp with an abscess at the arteriotomy site. The abscess site was surgically incised and drained. IV antibiotics (unasyn), were also administered. The pt was reported to be recovering.